Event description:
It was reported that customer had a couple of issues with the foley catheter sets. Foley balloon would not deflate when nurse attempted to remove foley catheter. Patient primary register nurse used a different luer lock but stated they had to really pull back to remove the sterile water and get the balloon to deflate, and when they removed the catheter the tip of the catheter was sunken in as well. Foley was able to be removed without harm to patient. This was the second time in about 6 weeks they have experienced this issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be could be to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown, therefore unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer had a couple of issues with the foley catheter sets. Foley balloon would not deflate when nurse attempted to remove foley catheter. Patient primary register nurse used a different luer lock but stated they had to really pull back to remove the sterile water and get the balloon to deflate, and when they removed the catheter the tip of the catheter was sunken in as well. Foley was able to be removed without harm to patient. This was the second time in about 6 weeks they have experienced this issue.